Manufacturer narrative:
H2) device evaluation: d3: corrected. D9 date returned to manufacturer: 7/23/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through 3 accuracy tests, and all were within specifications. The was found to have a cracked downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device failed rate accuracy. There was no delay in therapy. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.